Event description:
On (B)(6) 2025, the user requested assistance accessing the change cartridge and tubing screen on their ilet while using a 23" 6 mm contact detach infusion set. The agent guided the user through rewinding, inserting the cartridge and connector, filling the tubing and cannula, and resuming insulin delivery. The user suspected the tubing had been crimped, preventing insulin flow. At the end of the call, blood glucose (bg) was 229 mg/dl after breakfast and a meal announcement. The highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected through a supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.